Event description:
A discordant, falsely elevated cardiac troponin I (tni-ultra) result was obtained when run in duplicate on one patient sample on an advia centaur xp instrument. The discordant result was not reported to the physician(s). The sample was repeated in duplicate on an alternate advia centaur xp instrument, resulting lower. The repeat result from an alternate advia centaur instrument was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant tni-ultra result.

Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. The cse evaluated the instrument and performed a total service call. The cse discovered that the reagent probe 1 was slightly high at the cuvette bottom positions. The cse adjusted the positon of reagent probe and performed precision testing, which was acceptable. The cse also replaced the system fluids and performed a daily clean. The cse performed precision testing a second time, which was acceptable. The cause of discordant, falsely elevated tni-ultra result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.